Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended, and arrangements will be made to contact the patient to schedule the replacement procedure. The device remains in service at this time. No adverse patient effects were reported.